Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement associated with the clip opening while establishing final arm angle could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a mitraclip that failed to establish final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet. It was noted that before clip deployment, the clip failed efaa. The clip opened from about 20 degrees to 40-50 degrees. Troubleshooting was performed, but was unsuccessful. The clip was removed from the patient and exchanged. The procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.